Event description:
During troubleshooting of an unrelated alarm on the home choice (hc) machine, it was reported that the home patient (hp) saw air in the patient line. The incident occurred during fill one on the hc. The cause of the air could not be determined during troubleshooting. The technical service representative (tsr) assisted to end therapy and the hp would start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.